Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two in.pact av access pta balloon catheter were used to treat the anastomosis of the left arm. Approximately 23 months post procedure patient suffered from thrombosis of anastomosis (target lesion). The event was treated with percutaneous intervention involving the anastomosis, a thrombectomy and medication. Patient recovered.